Event description:
A report was received that the patient was explanted due to abnormal healing caused by an infection. The patient was given oral keflex and IV ancef. The infection was not device or procedure related. The patient is reportedly doing fine.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The ipg exhibited aic-ui damage that is characteristic of electrocautery use and autoclave sterilization. It was confirmed that monopolar electrocautery was used during the explant procedure. The device profile suggests it had been functioning normally prior to the explant procedure. The paddle lead was cut. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was explanted due to abnormal healing caused by an infection. The patient was given oral keflex and IV ancef. The infection was not device or procedure related. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 lim 70cm paddle lead.